Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that there were concerns for premature battery depletion (pbd) on this pacemaker device. The health care professional (hcp) had called in stating the battery longevity dropped and wanted to know if the device was depleting normally or not. Technical services (ts) reviewed and stated that there was no trace of any battery analysis or confirmation of pbd for this device. This device remains in service. No adverse patient effects were reported.